Event description:
Procedure: ladg- lap assisted distal gastrectomy. According to the reporter: on the first firing over the stomach, the instrument made a cracking sound when the handle was squeezed the second time. Some staples were malformed. Tissue was resected with a new device. Post op, the patient was x-rayed and a product component was found. The patient was re-anesthetized and the component was retrieved laparoscopically. Or time was extended for 1.5 to 2 hours due to this incident. The patient was reportedly under observation. No other patient information was available.